Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/28/2019. Additional h3 investigation summary: one empty opened foil and a needle-suture of product code sxmp1b119, lot meh201 were returned for analysis. During the visual inspection of the sample, marks at the needle that appears to be by the use of a surgical instruments could be observed. The barbs at the suture were present along of the strand, nevertheless the end was cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the damaged suture suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device meh201, and no non-conformances were identified. Additional information was requested and the following was obtained: what is meant by 'suture breakage from adjustable loop'? Did the fixation loop break after the 1st bite? Yes. How long was the surgery delayed? Not sure. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2019 and barbed suture was used. The suture broke from the adjustable loop tab when surgeon takes first bite of tissue. The procedure was delayed for unknown amount of time. Another like device was used to complete the procedure. There were no adverse patient consequences reported.